Event description:
It was reported that during pre-procedure setup and inspection, the bronchofibervideoscope was found to display an unclear image. No patient was involved in this event.

Manufacturer narrative:
E1: nanjing brain hospital ¿ (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.